Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump's buttons were not responding. The customer¿s blood glucose was 357 mg/dl. Troubleshooting was done for keypad anomaly. Customer reported that the bolus option was not greyed out and was highlighted but it will not allow customer to click on it. Customer reported that the middle button was not responding. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged battery. Customer stated that the buttons were not responding. Customer ran self test and it was passed. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No unresponsive keypad/button error alarms noted during testing. (B)(4).